Event description:
The fenestrated bipolar forceps instrument was not responding according to movement of the surgeons hands, during a da vinci hysterectomy procedure. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported complaint was confirmed by failure analysis. The housing was removed to find one pitch cable derailed from the back idler pulleys. The cable was wedged between two pulleys and had lost tension. The clamping pulley screws are still tight. Non-intuitive motion occurs as a result. Additional observation during failure analysis found the distal end of main tube had various scratches with light material removed. The scratches were .012-.081 in length and not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however main tube scratches if to recur could cause or contribute to an adverse event.